Event description:
It was reported that the device alarmed, and wireless module had an intermittent connection response. The device was power cycled, batteries were changed and wifi card were taken out, but devices still alarmed. The product fault occurred during preventive maintenance. There was no delay in therapy. There was no patient involvement and no patient harm/adverse reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. This device has not been in for service in the review period. There was no applicable evidence to review in event history log. Visual evaluation found a peeling downstream occlusion (dso) seal. Functional testing revealed an intermittent alarm will display if the communication module is placed into the device while powered on. Testing with other wireless modules displayed no intermittent issues. The dso seal was replaced, and preventative maintenance was performed.